Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of received problem description and service report. No log files were attached to this complaint. The ventilator was investigated on site by our field service engineer (fse) who did not find any malfunction with the ventilator/who could not duplicate the reported issue. The root cause of the event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).